Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: difficulty with expansion fluid removal. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with a 450cc ce low height tissue expander on the right breast, experienced an expander that passed air when pumping after it was installed. As a result, the patient underwent implant explantation surgery on (B)(6) 2020.

Manufacturer narrative:
On august 30, 2021, mentor became aware that the incorrect common device name was provided in the initial report sent on august 24, 2021. The correct common device name has been populated. Manufacturer¿s reference number: (B)(4). Section d. 2a. Common device name was populated with: expander, skin, inflatable.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that no difficulties or anomalies were observed when adding or removing fluid from the ce low height te 450cc tissue expander. The event described could not be confirmed as the tissue expander was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that it was erroneously indicated in the initial report sent on (B)(6) 2021, that the device was not labeled for single use. However, the correct answer is that the device was actually labeled for single use. Section h 5. Labeled for single use? Has been updated with the correct response. Manufacturer¿s reference number: (B)(4) section h 5. Labeled for single use?: yes

Manufacturer narrative:
On feb 21 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).